Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence due to cuff atrophy caused by radiotherapy. As a result, the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The aus cuff was explanted and a new 4.0 cm cuff was implanted. The patient undergoing radiotherapy lead to the old cuff no longer fitting and was replaced with a smaller cuff. All other components were in tact and remain in operation. Should additional information be received a supplemental report will be submitted.